Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-12301, 2134265-2016-12302, 2134265-2016-12303. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A double curve watchman access system (was) was positioned in the laa and a 24 mm watchman laa closure device & delivery system (wds) was advanced. The closure device was unable to be adequately positioned in the laa. It was fully recaptured and removed. In order to attempt a different angle, a new transseptal puncture was performed a little bit higher in the septum and the was also exchanged for an anterior curve was. However, after the physician achieved transseptal access and they were getting ready to perform a contrast injection in the appendage, the ultrasound physician noted a small to moderate effusion. No effusion had been noted at baseline. The patient¿s vital signs were stable at that time. They opted to proceed with the ultrasound physician monitoring the effusion. The physician injected contrast in the appendage and there was no leak in or around the appendage. A 27 mm wds was advanced and the closure device was deployed. The device met criteria and was therefore released. The procedure was completed and upon re-evaluation of the effusion, which appeared to be about the same, it was reported that the patient's pressure began to drop, reaching as low as 40 mmhg systolic. An emergent pericardial tap was successfully performed; almost one and a half liters of blood was drained. The patient¿s activated clotting time (act) was 277 sec at the time. Protamine was slowly administered while monitoring the act. The patient received 2 units of packed red cells and a liter of fluid bolus. The patient¿s blood pressure was restored and their vitals stable post tap. No further patient complications were reported.